Event description:
During an MRI infusion, the pt was having 2 medications infused. Channel a of the pump was started at approx 9:00 am with dexmeditomidine, and channel b was started at approx 10:00 am with phenylephrine. For some reason, the pump was turned off then back on, and channel a was restarted. After some period of time, flow was observed from channel b, which had not been restarted. The anesthesiologist indicated the infusion set may not have been properly installed on channel b. No serious adverse effects to the pt were observed. No pt injury resulted from this event.

Manufacturer narrative:
The hospital 's examination of the pump determined the 3861 pump operated normally, and no problem was identified that could have caused this event. The infusion set used at the time of the event was discarded by the hospital. The examination of the pump's history/event log did not identify any action that can account for the event. From the info available, the likely cause of this report was the incorrect positioning of the infusion set in the pump by the user. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing, or "mispositioning" the tubing can result in free-flow conditions. In response to this and other similar reports, iradimed corp initiated correction no. 3005053560-09/17/12-002-c on 8/31/2012 to notify users of the possibility of this risk. These same instructions are provided in the operator's manual, but an add'l instruction card was provided to users to emphasize these important instructions and precautions. Copies of the correction and instruction card text are provided with this report.